Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level was 831 mg/dl at the time of the incident. The infusion set fell off the customer's body during sleep due to the customer sweating. The customer was treated with intravenous insulin. The customer was not on pump auto mode at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetes ketoacidosis on (B)(6) 2020. Customer's blood glucose value was 831 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip. Customer stated that the infusion set fell of the body during his sleep due to this customer had a sweating. Customer stated insulin pump had power loss issue. The insulin pump will not be returned for analysis.